Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device experienced a heart attack. The patient was hospitalized for the event. Treatment was not reported. The patient was unable to clarify if there had been any overfill events on the cycler prior to the event of heart attack. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the device service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.